Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that drive support cap had damaged. Customer stated drive support cap was sticking out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The drive support disk was inspected and no anomaly noted. Device received with cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted. (B)(4).